Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic insufficiency as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The account communicated that the patient had been experiencing worsening aortic insufficiency. The patient was ultimately transplanted on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead ((B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02may2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was bridge to transplant and underwent heart transplant. It was reported that the device operated as intend and that the patient had been experiencing worsening aortic insufficiency. The device will not be returned for evaluation.